Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The device was unable to undergo the occlusion, prime, and excessive no delivery tests due to the force sensor resistor alarm. The following cosmetic damage was also found on the pump: cracked case at the display window corner, broken reservoir tube lip, minor scratches on the lcd window, broken battery tube threads, and a cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The customer also stated that the top half of the reservoir compartment is chipped, and about half of it is missing. Troubleshooting was initiated for the compromised force sensor system alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.